Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's mother did a manual injection of insulin as customer is 8 years old, and changed the pump supplies, and successfully resumed insulin therapy. Customer¿s blood glucose level was 305 mg/dl.